Manufacturer narrative:
One sample was received for quality evaluation under pr13862926. The sample was connected to a sample bd syringe filled with water and a sample bd extension set with a bd smartsite. A fluid push was attempted to try and replicate the reported leakage. There was no leakage at the female or male connection of the maxzero connector. The connector was then connected to a sample bd infusion set and tested with a fluid flow rate of 125 ml/hr for 1 hour. The sample did not leake at the inlet or outlet sides. The customer complaint of leakage was not verified. A root cause analysis was not conducted as the reported failure was not replicated during testing. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaking observed at connection of maxzero and diffusics no impact reported.